Manufacturer narrative:
Investigation summary: "bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected for foreign matter, and all samples passed the testing as no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Event description:
It was reported that before using one bd vacutainer® push button blood collection set, the customer noticed a white powder on the steel needle. There was no health impact or consequence reported.

Event description:
It was reported that before using one bd vacutainer® push button blood collection set, the customer noticed a white powder on the steel needle. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.